Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. The cause for the reported complaint of the poorly connected was mostly due to a loose live wire inside the ac cord plug. However no evidence of a frayed ac cord was found. Correction h3 and h8 was erroneously entered on the initial manufacturer device report.

Event description:
The complainant reported that an automated impella controller failed a biomed check. The power cord was observed to be poorly connected and frayed. There was no patient involvement associated with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d9 device return date added. G1 MFR site name removed danvers.